Manufacturer narrative:
The estradiol reagent lot number was 713404. The reagent expiration date was requested, but not provided. The field service engineer replaced an aspiration needle for a system reagent bottle. The needle replacement resolved the issue. The investigation determined the service actions resolved the issue. The issue with the needle is consistent with a handling issue during operator maintenance.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys estradiol iii on a cobas 6000 e601 module. The initial sample results were not consistent with ultrasonography performed on the patients. The samples were repeated. The first sample initially resulted in an estradiol value of 1296 pg/ml and it repeated as 356 pg/ml. The second sample initially resulted in an estradiol value of 1145 ng/ml and it repeated as 506 ng/ml.